Manufacturer narrative:
On (B)(6) 2017, during a request from a FDA/cdrh/obs postmarket analyst, it was revealed that MDR# 2020601-2017-00006, while documented as being received by cdrh on (B)(6) 2017, had not actually been received by cdrh. It was also noted by the FDA/cdrh/obs postmarket analyst that MDR# 2020601-2017-00006 must be submitted as three seperate mdrs. This submission is to transmit a final report for MDR# 2020601-2017-00013 as event two (2) of three (3).

Event description:
Customer reports that pal-650/serial# (B)(4) has over-heated and burned the skin of three (3) patients. It is also reported that it will be necessary to perform scar revisions, and laser to try to fade the resulting scars away. MDR# 2020601-2017-00013 is being submitted for event/patient two (2) out of three (3).